Manufacturer narrative:
Follow-up #1: date of submission: 12/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/12/2015 with the following findings: review of the black box data did not reveal any records of power on reset. On investigation, the battery cap that was returned for investigation was able to fit securely to the pump and maintain electrical connection. The cap was unscrewed half a turn with no power loss occurring. The returned battery cap was evaluated and found to measure within the required specifications. The battery compartment was found to be cracked below the bumper pad. There was no evidence of moisture found inside the battery compartment. The pump was exercised for 24 hours with no power interruptions occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump or within the power circuit. Investigation did not duplicate the alleged intermittent power issue. Unrelated to the original complaint, the display was found to be faded and dim.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a power (intermittent power) issue; "the pump stops alone." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.